Event description:
It was reported that the device could not be interrogated. The device was noted to be at elective replacement indicator (eri), and premature battery depletion was suspected. The latest remote transmission in 2023 did not indicate any programming that would lead to rapid battery depletion. The device was explanted and replaced. The patient was stable without any adverse events.